Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Voluntary event report was received. Medwatch: mw5119734.

Event description:
It was reported that the left ventricular lead was explanted due to infection. The patient's condition was unknown.